Event description:
While on site to repair a separate issue, the asp field service engineer (fse) found oil misting from the vacuum pump. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the catalytic filter due to oil saturation. He filled the oil to the proper level and ran an empty test cycle. He verified that the sys met specifications.